Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) exhibited high out of range shocking impedances of 152 ohms when programmed to rv lead to can and got 198 ohms when set to rv to ra coil. Pocket manipulation and isometrics were performed and could not elicit noise on shock channel. Reports showed that all lead diagnostics were normal. Furthermore, a 1.1 joules (j) and 41j commanded shock were performed and got 71 ohms. Dft at 17j and got conversion and the impedance was 72 ohms. Fluoroscopy was done and leads integrity looked good and no issues noted. Boston scientific technical services (ts) discussed that there was no evidence that there will be issues with the lead. The shock impedance was just high with slit test low energy that was put through it. At this time, the lead and device remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that high shock impedance measurements of 124 ohms were observed. Boston scientific technical services (ts) discussed the measurements are at the high end of the normal range.